Event description:
Log file analysis observed no external power alarms on (B)(6) 2019 while on the mpu. This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Section b5: additional information section d4: multiple attempts were made to obtain serial number information but no information was provided. Manufacturer's investigation conclusion: the reported event of power cable disconnect and no external power alarms was confirmed via the provided log file. The first log file ((B)(4)) contained 256 events, spanning approximately 7 days (B)(6) 2019 ¿ (B)(6) 2019 per timestamp). Atypical power cable disconnects occurred throughout the log file. Atypical power cable disconnect alarms were intermittently active throughout the log file on the white power lead of the system controller while the patient was connected to 14 volt batteries as well as the mobile power unit (mpu). The alarms cleared shortly after activating. The second log file ((B)(4)) contained 256 events, spanning approximately 7 days (B)(6) 2019 ¿ (B)(6) 2019 per timestamp). On (B)(6) 2019 from 15:52:55 to 15:53:19, no external power and low power hazard alarms activated when the black and white cable voltages dropped to ~0v. These alarms occurred only while the patient was connected to the mpu. The alarms cleared shortly after the patient connected to battery power. The mobile power unit was not returned for analysis and remains in use. The root cause of the power cable disconnect and no external power alarms was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 2 months, 6 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that a low power hazard was also observed due to the loss of external power to the mpu. The system continued to operate at the set speed, and was supported by the controller¿s backup battery until external power was restored. It was also reported that the mpu was given patient multiple problems. Low voltage alarms despite locking mechanism in place and ac cable plugged in correctly.